Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and a skin reaction at the implant site. Antibiotic treatment was administered (type and date not reported), however; the issue could not be resolved. The patient's abutment was removed in (B)(6) 2015 (date not reported) and the patient was reimplanted with a new device in (B)(6) 2015 (date not reported).